Manufacturer narrative:
D9: date returned to mfg 10/15/2024. One device was received for evaluation. A review of the event history log (ehl) found a cassette not attached properly alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was determined that the device exhibited a 'cassette not attached' error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.